Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer continued using the current pump and mdi therapy while waiting for a replacement. Technical support confirmed the cartridge alarm, arranged to send a replacement pump with updated software, and provided instructions on returning the problematic pump. The customer was informed about connecting their cgm to the new pump and programming necessary settings.